Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (356 mg/dl). Customer's health care professional recommended the pump basal rate be adjusted. A bolus was delivered to address elevated bg levels.